Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was inserted by resident- unknown at this time- under supervision of the surgeon. The device was fired by resident. The surgeon inserted rigid anoscope to check anastamosis and saw an open staple line. Upon inspection, the staples were not formed though the lumen that was cut. Case was completed with an additional firing of an (B)(4) and hand suturing. The devices functioned as expected. There were no patient consequences.

Manufacturer narrative:
(B)(4). Surgeon feels the device was not closed fully into the green gap setting scale- staple was fired by her resident she was attending. She said this was indicated by the presence of completely unformed staples in the open lumen of the colon. The surgeon hand sewed the anastomosis. There was no patient consequence reported as of (B)(6) 2012. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.